Event description:
It was reported that the customer received a no delivery alarm on the insulin pump. The patient's blood glucose was 600 mg/dl. Troubleshooting was performed and it was concluded there may be a site-related issue, possibly due to a bent cannula or occlusion. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.